Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit and they observe insulin pump did not alarms. Customer reports insulin exited tubing during manual plunger push. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.